Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. The device was returned to the factory on 03/09/2020. An investigation was conducted on 03/23/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be slightly flexed at the center of the hot jaw but remained attached at the base and tip of the hot jaw. The clear silicone on the cold jaw was observed to be completely peeled off the cold jaw, exposing the metal cold jaw. The detached silicone was returned for evaluation. The clear silicone on the hot jaw was observed to be intact. No visual defects were observed. Based on the returned condition of the device, the reported failure "peeled" was confirmed as well as for the analyzed failure "material twisted/bent wire". Specific actions for the both the reported and analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that there was a "problem with a plastic piece" , silicone boot is completely off jaw of hemopro. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that there was a "problem with a plastic piece" , silicone boot is completely off jaw of hemopro. A replacement device was used to complete the procedure. The hospital did not report any patient effects.